Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that review of this pacemaker system, implanted with another manufacturer's right ventricular (rv) lead, indicated that sudden brady response (sbr) was inappropriately triggered while the patient was sitting on the couch at home. It was noted that the rv lead was currently being monitored due to known oversensing and abrupt drops in rv pace impedance measurements over the past year. Upon review, technical services (ts) explained that the rv lead oversensing contributed to the fast pacing rate observed on the stored event. Sbr uses a weighted average of the ventricular rate to calculate the provided therapy rate, and rv oversensing impacted this calculation resulting in the observed inappropriate sbr pacing. The clinician will discuss this with physician. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that the other manufacturer's right ventricular (rv) lead was broken. As a result, the rv lead was explanted and replaced. The pacemaker was also explanted and replaced during the same procedure. No additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that review of this pacemaker system, implanted with another manufacturer's right ventricular (rv) lead, indicated that sudden brady response (sbr) was inappropriately triggered while the patient was sitting on the couch at home. It was noted that the rv lead was currently being monitored due to known oversensing and abrupt drops in rv pace impedance measurements over the past year. Upon review, technical services (ts) explained that the rv lead oversensing contributed to the fast pacing rate observed on the stored event. Sbr uses a weighted average of the ventricular rate to calculate the provided therapy rate, and rv oversensing impacted this calculation resulting in the observed inappropriate sbr pacing. The clinician will discuss this with physician. This pacemaker system remains in service. No adverse patient effects were reported.